Manufacturer narrative:
One (B)(4) ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device was activated multiple times on porcine kidney samples, and no locking occurred. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report : 2017-06-20 the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the reporter during intra-operative use, the device was locked on tissue when applied to an artery. The device was forced open by the surgeon and another similar device was brought in and used to remove other instrument. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.